Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
This unit the end-user complaining about the image prior starting the procedure. After our incoming inspection, the scope has no leak but the image is distorted/saturation. Since this scope is brand new we didn't open the scope for further inspection. This event occurred at the time of before use.there was no report of patient harm.

Manufacturer narrative:
Evaluation summary: based on the content of the report, it was determined that the abnormal image occurred due to the load on the cable.